Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer onsite to evaluate the device in question. The rse indicated during a conversation with the customer that the device in question was sent immediately to the bench and a request for a repair to the device or replacement be sent was for acknowledged. The customer was provided a replacement device to resolve their issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address postal (B)(6). Reporting institution phone # (B)(6) reporting phone # (B)(6) reporting address postal (B)(6).

Event description:
Philips received a complaint on the intellibridge ec10 module system indicating an unspecific alarm issue. It is unknown if the device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.